Event description:
It was reported that an error code 1720 (no patient injury / during test) was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective back-up-capacitor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: model number: 6400 . D5: operator of the device: unknown. E4: customer reported to FDA: no information. H6: event problem patient code: 4582.